Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the collimator iris on the 9800 sys were shut during a case. No pt injury was reported.